Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
On (B)(6) 2015, during infusion set change, customer noticed that the cannula was broken and stuck in the body. He drove to the hospital immediately. There, they detected the needle and tried to remove it with a surgery on the same day. It could not be removed. Needle is still in his body. A request was made for the return of the device.